Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with weak battery and pump had shut off. The insulin pump being shut off, cause customer to experience high blood glucose. The customer replaced batteries and pump continued to shut off. Customer's blood glucose was over 600mg/dl. Customer was unable to troubleshoot at this moment. The customer received multiple low batteries, weak alarms and off no power alarms. The device passed self-test. The customer stated they will call back to troubleshoot.